Event description:
It was reported via our sales rep that she was observing a surgery procedure. During this, the surgeon noted that the tip of the conical extractor is broken off. The part was removed and another device was used to complete the surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.